Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during rewind. The customer's blood glucose reading was 136 mg/dl at the time of incident. Customer was advised to revert to a back-up plan. The customer was contacted via phone regarding a replacement pump.